Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026 around 2:00 AM, the patient¿s son observed the CGM value was HIGH, and he could not awaken her. No other symptoms were specified. A blood glucose fingerstick (BG FS) value was also ¿HIGH.¿ Emergency Medical Services (EMS) was called and transported the patient to the hospital. At the emergency room (ER) her blood glucose was 1200 mg/dL. The Health Care Provider (HCP) at the ER indicated the wearable was not reading correctly. She was diagnosed with diabetic ketoacidosis and admitted to the Intensive Care Unit (ICU) for 5 days for unspecified Intravenous (IV) treatment. She ¿woke up¿ 4 days after admission. She was discharged home on (b)(6) 2026 in stable condition. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the B zone of the Parkes Error Grid. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia and/or Diabetic Ketoacidosis, and loss of consciousness.